Manufacturer narrative:
Final analysis of neurostimulator model 3023 (B)(4) showed functionally okay, insignificant anomalies with no significant anomaly. Final analysis of extension model # 3095-10 lot # nah045414v showed no anomaly found. Final analysis of lead model # # 3889-28 lot # v498894 showed body cut through, product segmented; no significant anomaly. No shorts between circuits, continuity acceptable on distal segment only. Good stable output, ins to extension and cut lead, all electrode pairs on proximal segment of lead only.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Extension model # 3095-10 lot # nah045414v implanted: (B)(6) 2010 explanted: (B)(6) 2012; lead model # 3889-28 lot # v498894 implanted: (B)(6) 2010 explanted: (B)(6) 2012. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported that the device system was explanted due to lack of efficacy. The patient recovered without sequelae. If additional information is received, a follow up report will be sent.